Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they did not provide the actual bg level. The cause of low bg was unknown. The customer received third party assistance from their spouse, who provided a glucagon shot to address bg. No additional patient or event information was available.